Event description:
While doing a rotator cuff repair a needle from #2 ti-cron broke off in a patient's bone. The doctor was unable to retrieve the needle. Neither end of the needle protruded through the bone and no sharp edges were noted. No x-rays were taken.